Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving morphine (10 mg/ml at an 1.0 mg/day) via an implantable pump for an unknown indication for use. It was reported the patient experienced symptom return. The event date was unknown. The pump was explanted and replaced by another manufacturer's product on (B)(6) 2018. No external contributing factors to the event were reported. The issue was resolved. The patient status was alive - no injury. The pump would be returned. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The first name of the initial reporter was provided. Troubleshooting to try to identify the cause of the patient symptoms included increasing the daily dose. A specific device issue was not identified. The tracking number was provided.

Manufacturer narrative:
Analysis of the pump, model# 8637-40, serial# (B)(4), found overinfusion, undetermined root cause. If information is provided in the future, a supplemental report will be issued.